Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: during testing, the pump powered on to a blank display screen. There was evidence of moisture behind the display lens. A leak test was performed and a bolus button leak was found. The pump cover was opened and evidence of moisture was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on their device was blank. The reporter noticed that their was moisture behind the screen and that the audio bolus button was damaged on the device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.